Event description:
Customer reported an issue with the gas module iii which may have resulted in a loss of gas monitoring. No pt injury was reported.

Manufacturer narrative:
The unit was returned to mindray's repair ctr for repair.